Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6), 2006, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, an ultrasound revealed aneurysm growth and a type ii endoleak originating from possible accessory vessels. The aneurysm measured 8.1 cm. On (B)(6), 2009, the pt was treated for a type ii endoleak using coils. In (B)(6) 2010 (exact date unk), an ultrasound revealed the aneurysm grew to 9.5cm. On (B)(6), 2011, the pt was implanted with four gore excluder aaa endoprostheses to treat the aneurysm growth. The pt tolerated the procedure.